Manufacturer narrative:
Reviewed the lot history file for lot d503004. All reward were complete and work order of 45 units was mfg and inspected per procedure. There is a 100 percent packaging inspection in place which includes 8 different inspection points related to the feet on each unit. All units passed this inspection with no issues. There is also a 100 percent inspection in place after sterilization to look for this defect and all units were found with the feet and o-rings present. The probable cause of this defect was that the o-ring sustained a minor stress during the assembly process which was not visible during the in-process and post-sterile inspections. The o-ring likely broke in transit causing the foot to be loose in the tray. Prior investigation in 2008 for split o-rings revealed, "the discrete failure of the o-ring is most likely related to damage caused during handling and placement of the o-ring. The incidence rate of this failure type, specifically once the device has been through 100 percent post-sterilization inspection is very low but possible. The potential failure mode is already known to the operators." In depth interview with the assembler confirmed that all procedures were followed during the mfg process. Discussed the tool ((B)(4)), used to load the o-rings onto the metal ball swivel which then secures the foot/foot adapter onto the ball swivel. The tool is currently made of plastic. The assembler expressed that the tool should be made of metal and be somewhat smaller so that the o-ring does not have to stretch as much during the load process. There is also a possibility that there could be a small bur or flaw on the plastic tool which could cause damage to the o-ring during loading and this should be eliminated with the smaller metal tool. This is the 6th complaint of a split o-ring since the 2008 investigation. The o-ring used on this work order was from lot (B)(4) which was a new lot received, inspected and released for use on 03/092015. There have been 2,606 o-rings from this new lot of o-rings used in finished devices from receipt through 07/31/2015 with one failure giving a failure rate of 0.04 percent.

Event description:
Customer reported the black o-ring was missing so one foot pad was loose. There was no risk to the patient at any time. The device was not used on the patient and no patient harm resulted from this complaint.